Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that a 12.1mm vticmo_12.1 ,-7.0/1.0/92 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2024.. The patient experienced low vaulting. Intraoperatively the lens was removed and replaced with a longer length lens and the problem resolved. The cause of the event was reported as unknown.

Manufacturer narrative:
B5 -the reporter indicated that a 12.1mm vticmo_12.1 ,-7.0/1.0/92 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2024. The patient experienced low vaulting. Later that same day in a separate surgery the lens was replaced with a longer length lens and the problem resolved. Claim #: (B)(4).